Event description:
The following has been reported: biomed reported: "it was reported to me that there was a pump problem error. Cleaned the av (actuator valve) pins and loading guides. While testing the pump there was no problems found. Searched though the history log and found pump problems on the following dates and times: may 1 at 9:02 and 9:03. Checked the battery health is 49. Replaced the battery. After charging the pump, it was tested. There were no problems while testing the pump. Patient harm: unknown. A preliminary review identified the following issue: pneumatic valve leak failure (valve 4) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation